Event description:
According to the complaint received, the customer reported that blood leaked out of a crack on the side of the syringe when the blood sample was ventilated.

Manufacturer narrative:
Reference samples were checked under visual inspection. No cracks of the cylinders was observed and no other defects detected. The defective sample was not returned but evaluation was made based on a video clip showing a visible long and deep crack on a cylinder's barrel. Most probably root cause is a manufacturing problem where the vtc has been stuck in the vtc machine. The vtc machine has been optimized in week 40, 2018 with rails for better performance.